Event description:
Revision of a previous birmingham hip resurfacing cup (competitor's cup, coupling not validated) with a medacta dual mobility head and amistem-c stem. Primary details are unknown at the moment. Revision was necessary as bhr cup was unstable and had moved to roughly 90 degrees inclination. The stem was in a good position and well fixed, so it was left in place. Reaming was done to accommodate a new cup. Option head and sleeve were then used on the amistem-c. During the revision, the surgeon noted excessive wear of the poly.

Manufacturer narrative:
Details of the insert are not currently available, but it was probably implanted many years ago. Moreover, the coupling between medacta liner and competitor cup (bhr) is not a validated combination. Furthermore, in this case, cup malpositioning could have contributed to the wear of the poly. We are working to retrieve all possible information regarding the case.